Manufacturer narrative:
(B)(6).

Event description:
It was reported that: on an unknown date, the patient underwent a fusion from l4 to the sacrum level. Post operatively, he has developed progressively disabling mechanical back pain. He also had leg pain and neurogenic claudication. His imaging workup showed juxta-fusion stenosis with instability at the l3-l4 level. There was a spondylolisthesis there as well. (B)(6) 2012 the patient presented with the pre op diagnoses of l3-l4 lumbar spondylolisthesis. L3-l4 lumbar stenosis. Lumbar instability. Juxta-fusion stenosis, l3-l4. There was some stenosis extending down to the l4-l5 level. The patient underwent the following procedures: revision decompression with complete laminectomy and bilateral radical facetectomy, l3-l4 and l4-l5. . Removal of segmental posterior spinal instrumentation, l4 through s1. Dorsolateral lumbar spinal fusion and transforaminal lumbar interbody fusion, l3-l4. Placement of segmental posterior spinal instrumentation with the xia brand pedicle screw system by stryker spine, l3 through s1 (4 segments). Use of interbody instrumentation with the peek cage by stryker spine, l3-l4. Use of nonstructural local autograft for spinal fusion. Use of non structural allograft for spinal fusion (vitoss brand calcium pyrophosphate crystals and rhbmp-2/acs). Per the op notes, the intertransverse area was then grafted from the transverse processes of l3 down to the fusion mass that extended up to the l4 transverse process. The grafting was done using rhbmp-2/acs, the remaining autograft, and the supplement of the vitoss crystals. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.